Event description:
The customer contact reported the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. The device was returned to the biomedical department with a report of a s421 malfunction. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During a review of the device history at the user facility, a s421 (motor error-pmc, right) malfunction alarm code was noted. No additional information was provided.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing a s421 malfunction alarm code was noted in the device history. During further testing of the device mechanism at the service center using a test fixture, the device alarmed with a s421 malfunction alarm code. The probable cause was due to a broken mr2 motor due to a bad encoder. This report represents all the information known by the reporter upon query by hospira personnel.